Manufacturer narrative:
Product event summary: one controller (B)(4) and four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connections between the batteries and a controller were stable. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported power switching event was confirmed. Analysis of the alarm log file did not reveal any alarms logged which could be related to the reported event. However, momentary disconnections will result in an audible tone, which may explain the reported "battery alarms" event. Additionally, log file analysis revealed one controller power up on (B)(6) 2017 at 07:21:13. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 40% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 9 seconds. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the most likely root cause of the reported "red alarm" was the result of the controller restarting after a loss of power, thus confirming the reported "red alarm" event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The most likely root cause of the reported power switching event and "battery alarms" can be attributed to momentary disconnections between the controller and batteries. An internal investigation was open to address momentary disconnections. An investigation was initiated to capture events involving the controller losing power. Additional products: 1650de/ (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA conclusion code(s): 12 1650de/ (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA conclusion code(s): 12 1650de/ (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA conclusion code(s): 12 1650de/ (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #one controller (B)(4) and four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a controller was stable. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events involving (B)(4), (B)(4) and (B)(4) that were due to momentary disconnections. (B)(4) was not involved in premature power switching events near the reported event date. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced battery alarms on (B)(6) 2017. It was also reported that when disconnecting one of the batteries, the controller emitted a red alarm, despite having a secure connection between the controller and the battery on the second power port.

Manufacturer narrative:
Correction: this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller experienced an unexpected power loss.

Manufacturer narrative:
Product event summary: the controller passed visual inspection and functional testing. Additional system component being reported for this event: (B)(4). The returned battery passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery/ (B)(4)/ cat#1650de / exp. Date: 06/30/2017. (B)(4), device available for evaluation: yes. Return date: 2017-10-26, device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun, mfg. Date: 07/01/2016. Labeled for single use: no. Device code: (B)(4). Battery/ (B)(4)/ cat#1650de / exp. Date: 06/30/2017. (B)(4), device available for evaluation: yes. Return date: 2017-10-26, device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun, mfg. Date: 07/01/2016. Labeled for single use: no. (B)(4). Battery/ (B)(4)/ cat#1650de / exp. Date: 06/30/2017. (B)(4), device available for evaluation: yes. Return date: 2017-10-26, device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun, mfg. Date: 07/01/2016. Labeled for single use: no. (B)(4). Battery/ (B)(4)/ cat#1650de / exp. Date: 06/30/2017. (B)(4), device available for evaluation: yes. Return date: 2017-10-26, device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun, mfg. Date: 07/01/2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries and controller exhibited power switching. The batteries and controller were replaced. No patient complications have been reported as a result of this event.